Manufacturer narrative:
Details regarding this issue were clarified on 07/11/2014. (B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed in multiple refill visits since implant. It was discovered that the physician had used a suturing technique that was inconsistent with our instructions for use. A catheter revision surgery was performed on (B)(6) 2014. The surgery failed and the pump has been scheduled for explant.